Manufacturer narrative:
Concomitant medical products: 432-03 lead, implanted: (B)(6) 1996; 430-07 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. During the first attempt to explant the device and leads, the procedure had to be aborted. Extraction of the leads was complicated by a pericardial effusion. The device and leads were subsequently explanted several days later. No further patient complications have been reported as a result of this event.